Event description:
It was reported that the patient presented to the clinic asymptomatic with an escape rhythm rate in the forties. A chest xray revealed a broke lead with separation visible. No capture was noted and lead impedance was greater than 3000 ohms. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.